Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had unexplained low blood glucose. Paramedics were called to assist her at home with the low blood glucose. The blood glucose reading was 32 mg/dl at the time the paramedics arrived. Nothing further was reported.